Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with the device display indicating ¿high,¿ and a concurrent fingerstick blood glucose of 420 mg/dl after several hours of snacking and alcohol intake without meal announcements while the user was new to ilet. Symptoms included no reported discomfort or acute illness. Outcomes included no need for professional medical intervention, no backup therapy use, and subsequent return to stable glucose reported by the user. Investigation included remote troubleshooting and education, including review of potential infusion set or cartridge issues and consideration of supply change, with continued monitoring and follow-up. Investigation of this case revealed no device alarms or malfunctions and no infusion set or cartridge issues observed, with hyperglycemia attributed to missed meal announcements during grazing and alcohol consumption while the adaptive algorithm was still learning. It was concluded, based on previously established findings for similar reports, that user-related factors, including missed meal announcements and dietary intake, were the likely cause.